Manufacturer narrative:
Medwatch sent to FDA on 08/26/2016. Allergan has initiated an investigation into this late report. (B)(4). Concomitant therapies: juvéderm volbella with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of cysts and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of cysts and granuloma as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient to the crow¿s feet, glabella, and forehead with vistabel. One month later patient went to a dermatologist and was injected with juvéderm voluma, juvéderm volift with lidocaine, and juvéderm volbella with lidocaine. Injection sites were not known by the reporting physician. Six months later patient returned to the reporting physician with cysts on forehead, crow¿s feet, and eye dark circles. A few weeks later a biopsy was performed on one of the cysts and the patient was diagnosed with ¿resorptive macrophagic foreign body granuloma.¿ the physician believes the granulomas are not related to vistabel due to the amount of time since this injection and because of the symptom location on the eye dark circles which is not an area injected with vistabel. The physician believes the events are probably related to hyaluronic acid injections, however the patient "is convinced that the nodules were caused by the vistabel." No medical or surgical intervention has been prescribed. Symptoms are ongoing. Patient has seen a dermatologist for advice and is now waiting to see a maxillofacial surgeon for another point of view.